Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode bent were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode bent sn (B)(4), manufacture date: 12/01/2009 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A download of a (B)(6) male pt's data revealed a treatment. Customer support reached out to the pt's niece and she said that she just got back from being with the pt all day and he was fine. The pt ended up passing away later that day. She stated that the paramedics partially removed the lifevest in the ambulance en route to the hospital and the battery was removed. The rest of the lifevest was removed when the pt arrived at the emergency room. The pt's niece said that they worked on the pt for another 30-45 minutes in the emergency room before passing away. He was not wearing the lifevest at that time. The pt received one appropriate shock during an episode of ventricular fibrillation within a single 24-hour period. The arrhythmia was converted to a slower rhythm by a 150 joule shock. However, the atrial fibrillation triggered the subsequent inappropriate shock. The pt appeared to be unconscious during the event. He passed away shortly at the hospital. He was not wearing the device at the time of death. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.